Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a potential lot number reported by the sales rep. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the customer indicates that the fastrach tube could not be inserted well through the fastrach laryngeal mask, but this was solved by turning the tube 15 [degrees]". No patient injury or harm reported. Patient condition unknown at time of report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the customer indicates that the fastrach tube could not be inserted well through the fastrach laryngeal mask, but this was solved by turning the tube 15 [degrees]". No patient injury or harm reported. Patient condition unknown at time of report.